Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The entire 10mm tungsten loaded distal tip of the turnpike was separated. The point of separation was twisted, indicating that the catheter was torqued. The catheter shaft was also damaged. The damage was consistent with rotating the catheter against resistance. It is likely that the damage was caused by the rotation of the catheter while the distal tip section of the turnpike was trapped and not moving. The turnpike IFU warns; "do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury."

Manufacturer narrative:
Preliminary manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: tip separated, fell apart in use. Stented the tip to the vessel wall. It is reported it was a successful cto- vessel opened.